Event description:
It was reported the patient had renal dysfunction with a maximum creatine value of 1.83 mg/dl on (B)(6) 2025. The patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025 due to renal dysfunction. While hospitalized a cardiac catheterization was performed which showed a central venous pressure of 18mmhg, a pulmonary artery diastolic pressure of 7 mmhg, a pulmonary wedge pressure of 5 mmhg, and a cardiac output of 4.9 l/min.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.